Event description:
A device was returned to manufacturer's product investigation laboratory in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation, manufacturer observed knicks on the external front area of the top enclosure and bottom enclosure. An unknown dust contaminant was observed on the front panel, bottom enclosure, on the blower, and blower box. Evidence of liquid ingress was observed to the blower and blower box. A contaminant consistent with keratin was observed to the blower box. Pil was able to confirm the presence for degraded sound abatement foam residue in the blower box. Manufacturer confirmed the presence of degraded sound abatement foam using a fitt and the associated procedure. Investigation of the humidifier was performed, and pil observed an unknown dark contaminant around the internal portion of the iso port of the flip lid. A shiny, oil like substance was observed on the water tank lift tray. An unknown dust contaminant was observed on the lift tray, bottom enclosure, and under the rear panel. A piece of gray plastic-like particle was located inside the water tank.